Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was in the 100 mg/dl range. The customer continued to use pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood sugar of 51 mg/dl. The customer declined to troubleshoot this issue.